Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: tip of the bladeless port broke off during insertion. No tissue damage reported. Operative time was not extended. The tip was retrieved from patient and case continued as usual. No patient injury was reported.

Manufacturer narrative:
(B)(4).